Event description:
This is the third culture swab from abscesses in three separate patients that I have seen that have grown finegoldia magna, and the second that has grown actinomyces neuii (first culture with just finegoldia, the other two with both organisms). I am concerned that our culture swabs might be contaminated.